Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that center button was inconsistently unresponsive. Belt clip holder was cracked and missing a small piece, insulin pump clock had to be readjusted every 2 to 3 weeks and is up to ten minutes off and on occasion insulin comes out of infusion set even before priming. Insulin pump gave random no delivery alarms that kick patient out of auto mode, forces a rewind of the reservoir and a reprime, has twice rejected new batteries. Coating was peeling off near the buttons and there was scratches on the display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.